Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2015 with the following findings: the pump was returned with a battery cap that was damaged to a condition that made investigation impossible. Unrelated to this issue, the pump display lens was observed to be scratched. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap. This report is made based on results of investigation completed on 09/26/2015.